Event description:
The patient experienced a shocking or jolting sensation when the patient was in a procedure to have a cardiac pacemaker placed. When the bovi was being used the patient experienced a surge of stimulation. Additional information has been requested.

Manufacturer narrative:
(B) (4).